Manufacturer narrative:
(B)(4).

Event description:
It was reported that balloon rupture occurred. A 1.2mmx12mm threader balloon catheter was advanced for dilation. However, during inflation, the balloon ruptured. No segment of the balloon was detached inside the patient after it ruptured. The procedure was completed using 1.0 non-bsc balloon catheter. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a threader balloon catheter. The balloon was loosely folded with blood and contrast in the lumen. Microscopic examination found no irregularities or defects in the balloon and markerband. Microscopic inspection revealed damage to the tip. Microscopic inspection of the proximal weld found no irregularities or defects. Microscopic and tactile inspection revealed that the outer shaft broke 127cm from the strain relief. There were additional damage (kinks) to the shaft, 68cm and 87cm from the strain relief. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. A 1.2mmx12mm threader¿ balloon catheter was advanced for dilation. However, during inflation, the balloon ruptured. No segment of the balloon was detached inside the patient after it ruptured. The procedure was completed using 1.0 non-bsc balloon catheter. No patient complications were reported and the patient's status was good.